Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that there was a biceps tenodesis surgery on or about (B)(6) 2012 to re-attach ruptured bicep tendon of right arm. Following surgery, patient reported experiencing pain/swelling/limited range of motion during five follow up visits to the surgeon's office. Patient complained of persistent pain over the posterolateral aspect of the elbow and the button appeared to be impinging. Revision surgery was performed by original surgeon on (B)(6) 2012 to remove button. During follow up visits, the patient reported pain/difficulty using elbow. On (B)(6) 2013, a second surgeon performed a revision surgery which revealed that a surgical screw from the original surgery was found to have penetrated through neck of bone into the joint, protruding out several millimeters. Surgeon re-opened original surgery scar and removed screw by backing it out.